Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was not confirmed due to condition of the returned device. The plunger was returned removed from the device. The posterior needle tip was ejected from the posterior needle shank. Both needle tips were engaged with both cuffs. The link was still attached to both cuffs. The suture rail end was cut from the swage end of the posterior needle tip. The cut portion of the suture was not returned. Based on the information provided it is likely that the returned device is not the complaint device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a perclose prostyle device after a percutaneous transluminal angioplasty (iliac artery stenting) with a 6fr sheath. Reportedly, a cuff miss occurred. A second prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.